Event description:
Information was received that the cadd legacy pump had a high pressure alarm. Patient switched to the backup pump. Dose 76 nkm, frequency continuous, route: intravenously. Dates of use 2018 to ongoing. Infusion is life sustaining. No reported adverse effects.